Event description:
This 44 y.o. Female with a congenital heart block and a pacemaker implant recently had increasing fatigue and dyspnea. Upon evaluation in the emergency room, it was noted that her pacemaker had failed. She was admitted and taken to surgery on 4-27-98 for a pacemaker generator replacement. During surgery, a fracture in one of the ventricular wires was found to be the reason for the generator/battery depletion. The wire was then converted from a bipolar lead to a unipolar lead and then a new generator was implantted successfully. The pt was discharged on 4-28-98 in stable condition.